Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 26oct2020.

Event description:
The biomed reported light emitting diode (led) failed when powering on the unit. The biomed confirmed an error code consistent with alarm led failure in the significant event logs. The biomed was not sure if led lights are working. The remote manufacture service technician emailed the biomed the part number of the power switch overlay. The biomed is going to see if that resolves the issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The biomed confirmed with the remote manufacture service technician that the issue has been resolved after replacing the power switch overlay.